Event description:
Information received by medtronic indicated that the customer reported screw was not moving. Troubleshooting was performed and customer confirmed dose knob/dial was not difficult to turn. Issue was not resolved and customer was advised that the inpen will be replaced. No harm requiring medical intervention was reported. The device will not be returned for failure analysis. " updated summary it is informed that the inpen was returned for analysis."

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5, color: blue , battery life remaining: <8 months. Mobile device: n/a. First bond date: (B)(6) 2022 , initial battery %: 87, last bond date: (B)(6) 2023 last battery %: 81. Customer reports: screw is not moving as intended. The inpen will not dispense any insulin. Per visual inspection: cracked cartridge holder. No physical damage to inpen front and back shell. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Unable to rewind leadscrew. Performed encoder bond investigation and found the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, small amount of plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasion noted at the top of dose nut. Unable to perform functional test due to leadscrew anomaly. In conclusion: broken encoder bond can affect insulin delivery. Therefore, the customer complaint of leadscrew anomaly could not be confirmed, however, difficult to dial/dose was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.